Manufacturer narrative:
The customer obtained (B)(6) architect (B)(6) combo results for a patient with a known (B)(6) infection, who is under anti-viral treatment. Return testing was not completed as returns were not available. A review of tickets determined normal complaint activity for the architect (B)(6) assay and no trends for the reported issue were identified. Historical performance of architect (B)(6) assay was evaluated using world wide data from abbott link. The field data was used to evaluate the median of architect (B)(6) combo reagent lots tested in the timeframe 27-nov-2016 to 27-may 2017. The median for all lots was within established limits indicating that the lots are performing acceptably in the field. A review of the product labeling concluded that the issue is sufficiently addressed. The studies referenced in the package insert of the architect (B)(6) combo assay demonstrated an excellent sensitivity performance of the assay. Based on this investigation we have concluded no product deficiency was identified for the architect (B)(6) combo assay.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product; list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer is requesting an explanation for (B)(6) architect hiv results on one known (B)(6) patient compared to the cobas assay. The patient started (B)(6) treatment in (B)(6) 2015 -original results (B)(6). There was no reported impact to patient management. There was no additional patient information provided.